Event description:
It was reported that the atrial and left ventricular leads dislodged. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the proximal segment of the lead was returned and analyzed. No anomalies were found. A visual analysis was performed only. (B)(4): the full lead was returned and analyzed. No anomalies were found. The proximal conductor was cut, and all conductors were stretched and had blood/body fluid present (not obstructed). The outer insulation was melted and breached cut, and the lead exhibited apparent explant damage.